Event description:
This complaint is from a data use agreement (dua). The dua summarizes 7 patients that were implanted with depuy synthes (dps) lcp 2.0 distal ulna plate. Implantation was between 2008 and 2023 at (B)(6). Patient number 3. Patient is an 49-year-old male who underwent distal ulna fracture fixation. Reason for implantation was capital fracture (intra-articular). Post op complication included left radius nonunion with failed hardware. Interventions were repair of left radius nonunion with allograft and revision open reduction internal fixation and deep implant removal, left radius. Implant(s) involved: 242.531s. Combination screws x4. 02.111.671s. Combination screws x7. K-wires.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: d4: UDI: as the catalog/model number was not provided, (01) gtin is not available.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.